Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual sample was returned for analysis. During the visual inspection of the sample, the swage and the attachment area were as expected. Several marks were observed on the edge of the needle that appears to be from the use of a surgical instrument. The suture was examined and damage (dent) along strand was noted. The end was crushed and appears to be from the use of a surgical instrument. This condition caused the needle pull. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, pull off of suture needle was observed and suggests improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on the esophagus on an unknown date and suture was used. During the first passing of dermostitch by interrupted suturing, the needle detached from the suture. There were no adverse consequences to the patient. No additional information was provided.